Event description:
It was reported that the home patient (hp) experienced cloudy drain bag, infection, chills and vomiting coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for these events. The cause of infection was unknown. The patient was treated with cefazolin 500 mg and 1g, ip administration, mixed with the extraneal solution. The pd therapy was ongoing. At the time of this report, the patient was recovering from the infection and was fully recovered from chills, cloudy drain bag and vomiting. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.